Event description:
Customer called in regards to the recall for the insulin pumps with the scroll wrap feature. The customer stated that they have been having issues with their insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).